Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported receiving a ¿60-minute discount¿ error message on the same day of the freestyle libre 2 sensor application and was unable to obtain sensor scans. As a result, the customer experienced symptoms described as ¿cannot feel his legs¿ and shaking, and was unable to self-treat, requiring third-party treatment of sugar by the mother. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no physical damage was observed with the sensor patch. The sensor plug was not properly seated. Visual inspection of the sensor plug assembly has been performed and damage was observed to the guide tabs and sensor ears. An extended investigation has been performed and determined that the damage observed are cosmetic flaws. It was determined the cosmetic flaws did not cause the plug to be unseated. Sensor plug ears were correctly retained within the plug assembly so the flaws were not the contributing factor to the complaint. This issue is not confirmed to use due to sensor plug is not properly seated. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported receiving a ¿60-minute discount¿ error message on the same day of the freestyle libre 2 sensor application and was unable to obtain sensor scans. As a result, the customer experienced symptoms described as ¿cannot feel his legs¿ and shaking, and was unable to self-treat, requiring third-party treatment of sugar by the mother. No further information was reported. There was no report of death or permanent injury associated with this event.